Event description:
The customer alleged discrepant ion selective electrode sodium results for 19 patient samples. Repeat testing was performed on another cobas c501 module, serial number (B)(4). For patient 1, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. For patient 2, the initial sodium was 120 mmol/l. The repeat sodium was 131 mmol/l. For patient 3, the initial sodium was 130 mmol/l. The repeat sodium was 141 mmol/l. For patient 4, the initial sodium was 126 mmol/l. The repeat sodium was 137 mmol/l. For patient 5, the initial sodium was 130 mmol/l. The repeat sodium was 141 mmol/l. For patient 6, the initial sodium was 133 mmol/l. The repeat sodium was 142 mmol/l. For patient 7, the initial sodium was 131 mmol/l. The repeat sodium was 141 mmol/l. For patient 8, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. For patient 9, the initial sodium was 127 mmol/l. The repeat sodium was 137 mmol/l. For patient 10, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. For patient 11, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. For patient 12, the initial sodium was 131 mmol/l. The repeat sodium was 141 mmol/l. For patient 13, the initial sodium was 130 mmol/l. The repeat sodium was 142 mmol/l. For patient 14, the initial sodium was 133 mmol/l. The repeat sodium was 143 mmol/l. For patient 15, the initial sodium was 130 mmol/l. The repeat sodium was 140 mmol/l. For patient 16, the initial sodium was 126 mmol/l. The repeat sodium was 136 mmol/l. For patient 17, the initial sodium was 130 mmol/l. The repeat sodium was 141 mmol/l. For patient 18, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. For patient 19, the initial sodium was 129 mmol/l. The repeat sodium was 139 mmol/l. The initial results were reported outside the laboratory. The customer did not know if any patients were adversely affected by the results. The customer was unable to provide the lot number of the sodium electrode. The field service representative determined the event was caused by a fluidics failure due to a clogged sipper nozzle. He flushed the sample probe, performed checks and performance tests, all of which were acceptable. The customer performed calibration and quality controls.